Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Asr revision, asr xl - right, reason(s) for revision: pain and cobalt and chromium: metalosis. Update - marked as legal, added kid number, filed out mw fields and added a sleeve. Taken from (B)(6) update dated (B)(6) 2014. Additional information: please note this com has been re-opened to add cobalt and chromium: metalosis in the description. No action activity is needed as this revision reason was already added in the drop down complaint category previously so had already been reported. (B)(6). Update ad (B)(6) 2018: (B)(4) has been re-opened under (B)(4) because of a new alert received. There are no new or additional information indicated on this update.¿

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. 1818910-2018-64696-2 if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.